Event description:
During a procedure, the left leg support of the operating room table broke. The pt started to slide from the table but was caught by hospital staff. He was moved from the table to a stretcher and then moved to a new table. No injury to the pt. (B)(4).

Manufacturer narrative:
A maquet field service tech (fst) investigated the device. Factory analysis indicates user error is the root cause of the breakage of this table's leg support. The operator appears to have used the table in a manner inconsistent with the user manual (ga113201gb08) instructions which say "when leg plates are sloping down, avoid collisions with the base of the operating table and the operating table column during adjustments." For this break to occur, the table legs needed to be set against the base cover (or floor) and then an operator would have to activate the table's trendelenburg, leg up or height function. If done several times, this can crack the support. Previous testing upon the alphastar series table has shown that the pt's weight isn't sufficient to cause a break of the leg section. These tables were tested in this configuration with 4 times the permissible load (up to 225kg) with no issues. The maquet fst found damage to the table base consistent with this conclusion and the MFR has been able to duplicate this event with internal testing. The fst repaired the broken extension. As maquet isn't the primary service provider, the fst recommended a maintenance contract. Maquet will advise the customer to review its staff training with respect to proper usage and pre-use inspections and will offer to install an optional check valve with pressure relief to limit the hydraulic forces. This valve is not required if the table is operated as directed. Maquet medical systems, USA submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).